Manufacturer narrative:
Additional information will be provided upon investigation conclusion.

Event description:
The arjo representative was informed about the event involving maxi 500 passive floor lift and sling. It was reported that patient was transferred from the wheelchair to the couch where was not enough clearance underneath for the lift chassis legs . 3 caregivers took part in the patient transfer. It was reported that during final phase of transfer the first caregiver used the handset to lowered the patient. The second caregiver pushed the resident back towards the seat of the couch. When the 3 caregiver attempted to guide the resident back into the seat from the side of the couch then the device started to tip and hit the caregiver as a consequence of the event the caregiver sustained bump on the head and laceration on the leg which required first aid measures. No other injury was reported.

Manufacturer narrative:
Collected information is currently analyzed. Additional information will be provided upon investigation conclusion.

Manufacturer narrative:
An arjo representative was informed about an event involving maxi 500 passive floor lift and non-arjo clip sling. It was reported that a patient was transferred from a wheelchair to a couch were was not enough clearance underneath for the lift chassis legs. When the third caregiver attempted to guide the resident back into the seat from the side of the couch, the device started to tip and hit the caregiver. After the event, the device was inspected by an arjo representative. Visual and functional lift inspection did not show any malfunction. It was confirmed that during the event customer used the non-arjo clip sling which had many loose threads. During the interview, the customer admitted that the event was caused by user error. Re-training (regarding correct transfer procedures ) for caregivers was provided on 03-june-2020. The instructions for use for maxi 500 informs the user step by step how the lifting procedure shall be performed. IFU also clearly states that every caregiver must be trained and familiarized with the device. According to the information provided in the IFU: ¿the maxi 500 floor lift must always be handled by a trained caregiver, as per instructions herein, who shall attend to the patient during lift operation.¿ ¿warning: never attempt to manoeuvre the lift by pulling on the mast, boom, actuator or patient. Doing so could cause incidents resulting in injuries.¿ taking into account all facts and information collected in a course of this investigation, we can state that incorrect handling procedures contribute to the device tipping issue. Looking at the incident scenario it has been established that passive floor lift was used for patient handling at the time of the event. No technical malfunction of the device was detected that could have caused or contributed to tipping and from that perspective, the floor lift device was up to its technical specification at the time of the incident. Nevertheless, the device was reported to tip and in this regard, the floor lift did not meet its performance specification due to use error. The complaint was decided to be reportable due to allegation that the device tipped on the caregiver.